Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. The evaluation of provided device logs confirms alarms for airway pressure high, peep high and high continuous pressure. The alarms are indication of high resistance in the patient circuit, such as occluded expiratory bacterial filter. There are no technical error codes that indicate any technical issues with the ventilator. Pre-use checks prior and after the reported event were passed without remarks. The root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator did not delivered set pressure to patient. There was no patient harm. Manufacturer's ref #: (B)(4).